Event description:
It was reported that during/prior/after a da vinci-assisted myomectomy surgical procedure, the mega needle driver had a broken wire. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there seemed to be an issue related to opening/closing of the grips. There was no mention of missing nor detached material. There was no mention of patient injury and a backup instrument was used.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.